Event description:
Physician reported: physician reported that he has a pt who had an inguinal hernia repaired with the perfix plug 3 years ago and has had bad pain since the repair. Pt underwent re-exploration surgery at the site of the mesh implant, but the mesh was not explanted at that time.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info. The device remains implanted, therefore, no sample has been or is currently available for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.